Event description:
It was reported that the patient line separated from the cartridge. Customer¿s blood glucose (bg) level was "high" (specific value was not provided); cause was unknown. Reportedly, the customer loaded a new cartridge to address the "high" bg and resumed insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.